Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the returned device was completed. A visual and limited functional analysis were performed. The analysis of the returned devices shows that the tip was bent, and the sheath was damaged (accordion-like). The device was decontaminated. A guide wire was inserted with no issue and the sheath was straightened. The infrarenal delivery system was able to advance and withdraw from the introducer without resistance. Endologix was unable to duplicate the reported event. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the difficulty in retracting the proximal extension event was unconfirmed. The most likely causation for this event is user related due to the off label aortic neck of 65°, should be less than or equal to 60°. The procedure related harm identified was the reported access site complication (femoral artery tearing). Due to the lack of relevant imaging, the reported endoleak at the end of the procedure was unconfirmed. The final patient status remains unknown and was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Manufacturer narrative:
The device involved in the event has been returned for evaluation and is pending investigation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. A follow-up report will be submitted as soon as the investigation is completed.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) and reportedly during procedure the physician encountered resistance when removing the delivery system. The delivery system became stuck at the neck tortuosity and became unable to remove. Both the afx sheath and delivery system were removed together and a part of afx sheath was damaged (accordion-like). The access vessel was torn at the puncture point. An indeterminate small endoleak was observed, but was not treated. The damage vessel was repaired and the procedure was completed.